Event description:
Customer reported via phone call to have low blood glucose of 27 mg/dl, which was treated with food. Customer reported to have had excessive low blood glucose and used eight to nine glucagon emergency kits in the last few weeks. Troubleshooting was performed on insulin pump to determine reason for low blood glucose. After troubleshooting, it was determined that insulin pump was functioning correctly. Customer was advised to contact healthcare professional regarding unexplained low blood glucose and basal and bolus settings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.